Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5265538): 1) this batch of products were assembled at intima ii auto line 2 in oct 2025 and packaged at r240 package line in oct 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo and the complaint unit: 1) the photo shows: the unit package has been opened, the specifications is 24g, and there is black foreign matter attached to the latex stopper of the prn. 2) the returned unit shows that there is black foreign matter attached to the latex stopper of the prn, the foreign matter is not located in the fluid pathway of the prn. 3) because the foreign matter is movable and very small, it is not possible to perform a compositional analysis on it. 3. Check the retained samples of this batch, no similar foreign matter was found in the prn. 4. Defect analysis: 1) the sleeve stopper has a certain viscosity, and foreign matter are easy to adhere to its surface. 2) according to the foreign matter state and production process analysis: the foreign matter may be related to the production environment (transferred via plastic turnover boxes and adsorbed onto the prn of the assembled finished product). 5. The current control measures for this foreign matter defect: used plastic turnover boxes must be cleaned by professional operators before they can be used again. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned complaint unit showed foreign matter on the prn. Due to the foreign matter being too small, compositional analysis could not be performed. For the areas where such foreign matters may occur, the plant has already implemented relevant improvement measures and will continue to monitor and control the occurrence of this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Upon opening the package, black stains were found on the edge of the heparin cap. One defective unit was identified. Defective products may be returned. Photographic evidence is available. Green claims processing is required. A complaint response letter is required. A complaint receipt letter is required.